Event description:
It was reported that a patient implanted with an intraocular lens (iol) could not tolerate the multifocal lens. The patient is uncomfortable and experiencing headaches. The lens was replaced with a toric iol model zct300 (18.0d, serial (B)(4)). The patient is doing well post iol replacement. No further information was provided.

Manufacturer narrative:
Patient identifiers: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. But the best estimate date is between (B)(6) 2022 and (B)(6) 2023. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.